Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 497 mg/dl. Customer reported removing their infusion set and finding that the infusion set cannula was bent. Customer was advised that the high blood glucose level was due to the bent infusion set cannula. Customer was able to troubleshoot the bent infusion set cannula during the call. The infusion set is expected to be returned.